Event description:
It was reported by the customer that after a ruptured achilles tendon repair, the incision did not heal well and exhibited signs of chronic inflammatory response. The pt later developed a lump under the skin and the site. An abcess eventually developed and the area opened and drained fluid. In 1999, the pt underwent a procedure to remove the mass and there were sutures present in the tissue. The pt underwent a second procedure, and has scarring at the site. She is expected to undergo at least one more corrective surgical procedure.